Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the nurse noticed that the drain was leaking at one of the needleless sampling sites, as though someone had stuck it with a needle, although no needles had been used. The drain was replaced. It is available for return for investigation. Integra has requested add'l clinical info.